Manufacturer narrative:
Updated fields: d9, h2, h3, h11, annex code b, c and d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fbf instrument has not been returned for failure analysis. A review of an image provided by the customer shows a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the fenestrated bipolar forceps (fbf) instrument was found to be broken. The customer replaced the instrument with a new fbf instrument to continue the surgery. A fragment reportedly fell inside the patient and was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while the surgeon was performing tensile tissue manipulation, a device fragment detached from the fenestrated bipolar forceps (fbf) instrument and fell inside the patient. The fragment was successfully retrieved using laparoscopic instruments and the surgical team confirmed that all fragments were removed. The removal did not necessitate an additional surgical procedure beyond the use of laparoscopic instruments. No post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically. A backup instrument, specifically a new force bipolar instrument, was used to complete the surgery, although the part number and full lot/batch number remain unknown. Fortunately, no injury was sustained by the patient, and there have been no post-surgical complications related to retaining a foreign object. The instrument involved is available for return to isi for evaluation, and the retrieved fragment will also be returned. Additionally, a video recording of the procedure is available for isi review.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: a video recording provided by the customer was reviewed. The video confirms that the grips of the fenestrated bipolar forceps instrument broke off from the instrument and fell inside the patient.

Event description:
Refer to h11 for follow-up information.